Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted mitral valve repair procedure, the patient sustained a postoperative bleed and required a subsequent procedure. The initial robotic procedure was completed without complication. Postoperatively, the patient received imaging, which indicated a possible bleed. The patient underwent a subsequent procedure, and it was believed that the same robotic port sites were used; an endoscopic camera was inserted, and it was confirmed that there was no active bleeding. The patient is recovering well.